Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer in the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). On (B)(6) 2011 the patient experienced peritonitis and was hospitalized on the same day. Treatment rendered for the event was not reported. Patient was recovering from the event. On (B)(6) 2011, the patient was discharged from the hospital. Action taken with dianeal therapy was not reported. Concomitant medications were not reported. An opinion of causality was not provided.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 5 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot number: h11h20032 with no defects noted during the manufacture of this lot related to the reported condition. The cause of the peritonitis was no device malfunction or use error identified.